Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 16 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient had a major bleeding. It was reported that the ldh steadily increasing post op vad flows/maps stable. It was reported that the ldh was at 599 (units/l), hgb 8.1. Echo was done on (B)(6) 2018 and showed large clot. CT of chest showed large pericardial hematoma. On (B)(6) 2018 exploration of mediastinum and washout of hematoma. 2 units of prbcs were given interop to ICU post-op at 11am. Flow was at 4.5-5, map >65. Bleeding noted. By 18:00 >1700mls out to chest tubes & given 30 units platelets & 2 more units prbcs. Taken back to operating room to control bleeding. On (B)(6) 2018 hgb at 7.9 (g/dl), 2 additional units prbc was transfused. The patient was extubated at 17:40. On (B)(6) 2018 hgb at 8.1 (g/dl) in am; hgb 7.5 (g/dl) in pm. On (B)(6) 2018 1 unit of prbc's were given and on (B)(6) 2018 hgb was at 7.7 (g/dl) then additional 2 units prbcs were given. On (B)(6) 2018 hgb was at 10.5 (g/dl) and no further prbcs were given. On (B)(6) 2018 it was reported that the patient was discharged to home. Hgb stable at 10.3 (g/dl). No further information was provided.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.